Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. The system resets during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the remote monitoring system demonstrated a red alert due to this device declaring safety mode. It was also noted that the patient was experiencing dizziness. Subsequently, the patient was booked for an urgent replacement procedure, and this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis, and the investigation has been completed.

Event description:
It was reported that the remote monitoring system demonstrated a red alert due to this device declaring safety mode. It was also noted that the patient was experiencing dizziness. Subsequently, the patient was booked for an urgent replacement procedure, and this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.